Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used during a ureteroscopic lithotripsy procedure within the ureter. According to the complainant, during procedure, when the physician tried to retract the coil into sheath, it did not open and close smoothly. The device was removed from the working channel of urethroscope. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the returned stone cone nitinol urological retrieval coil was performed. Following a detailed device analysis, it was noted that the white heat shrink was torn 7.5 cm from the proximal stop. It was also observed that the white heat shrink appeared to have a melting defect approximately 1 cm from the proximal stop. The blue green shrink had a 1 mm gap, exposing the core wire, at the distal end of the distal stop. Most likely the defects noted were due to handling damage. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.